Event description:
It was reported that customer went to the emergency room (ER) due to blood glucose (bg) level of 306.1 mg/dl and presence of ketones, but healthcare provider did not consider ketone level dangerous or life threatening and no injury was reported. While in the ER, the customer received treatment with 12 units of long-acting insulin and 4 units of short-acting insulin. The treatment resolved the blood glucose issue, was released 45 minutes after with no permanent damage identified by healthcare provider. The cause of the reported issue was due to a malfunction alarm that occurred. Reportedly, the customer performed a reset to address the event.